Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6) reporting institution name:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the screen displayed "treatment disabled" while performing an operational check.. There was no patient involvement.